Manufacturer narrative:
Mckesson medical surgical is the assembler of a convenience kit on behalf of the sns that includes this safety syringe. The customer did not provide any product identification. We have notified asprsnsopscell@cdc.gov and barda-rqaproductacceptance@hhs.gov for awareness.

Event description:
The customer reported a tech was administering the vaccine and the needle came off. The patient may have gotten a half of dose but they are not sure. Lot, ndc, and expiration date unknown as the caller declined to file a safety report. No information was received regarding any serious injury as a result of this product malfunction. This complaint was initially reported to pfizer and pfizer forwarded to mckesson.